Event description:
It was reported that pump experienced malfunction alarm identified by malfunction code 12, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer had already turned pump off and back on, and technical support provided reset instructions, confirmed that malfunction did not recur after reset, advised that pump could continue to be used, and instructed customer to call back if malfunction returned.